Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot. Checking the quality databases revealed no anomaly in connection with the described defect. The product final silic foley cath 5/15ml /5 aa61161002 lot 6468983 was manufactured in september 2018 and the expiry date is september 2023. On february 13 we received 3 used samples and decontaminated them with anioxyde 1000 and 3 sealed- we see 1 used sample with the balloon bursts and an other with a leakage - 2 samples were unusable for test. The 3 sealed and 1 used sample were put in a simulation bath from february 13 until february 27 - the result of the test shows no anomaly at the exit. No other corrective action will be implemented as the specific trend for balloon burst is considered acceptable as per the threshold.

Event description:
According to the available information, patient felt that the balloon bursts, and that the balloon of the second catheter runs empty. Patient was not injured or harmed. There was no clinical consequence for patient.